Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a while material, possible septum material, floating in the syringe. The customer's blood glucose level was 210 mg/dl. Reportedly, the customer loaded a new cartridge successfully.